Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days.

Event description:
The pt's demographics were unk. The target lesion was the distal left anterior descending branch (lad). The lesion was a de novo. The vessel was intramurally calcified. There was 90% stenosis. Pci was conducted to the distal lad de novo lesion and it was an elective case. Pre-ivus was conducted and calcification was confirmed. The target lesion was pre-dilated with a balloon (maverick2). The cypher (complaint product: 2.5/13mm) was being delivered to the target lesion, but would not cross the target lesion and could not reach the target lesion for deployment. The physician felt slight friction while delivering it, but did not push the cypher with excessive force to advance it. Therefore, in order to conduct pre-dilation again the cypher was retrieved from the pt and physician confirmed the stent to be flared at the proximal edge. There was no pt injury reported. The product was clinically used, but the product will not be returned for analysis due to the pt's infectious disease.